Event description:
During a distal femoral orif, surgeon was performing the final tightening of screws with a torque limiting screwdriver and the tip broke off flush with the screw head. Surgeon did not remove the tip and it remains in the screw head.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and not intended to be implanted. The manufacturing records were reviewed and no complaint related issues were found. The device has been returned and is entering the evaluation system.